Event description:
It was reported that during a spinal procedure conducted at the user facility, the spinemap software was inaccurate. A fluoroscopy shot revealed that the k-wires were placed incorrectly. The navigation software was re-registered with the use of a second intra-op CT scan and it was reported that the accuracy was still off at the bottom of the bone. The k-wires were replaced with the use of fluoroscopy and the procedure was completed successfully. No adverse consequences, or clinically significant delays were reported with this event.

Manufacturer narrative:
The device was not received; therefore, no further evaluation could be conducted.

Event description:
It was reported that during a spinal procedure conducted at the user facility the spinemap software was inaccurate. A fluoroscopy shot revealed that the k-wires were placed incorrectly. The navigation software was re-registered with the use of a second intra-op CT scan and it was reported that the accuracy was still off at the bottom of the bone. The k-wires were replaced with the use of fluoroscopy and the procedure was completed successfully. No adverse consequences, or clinically significant delays were reported with this event.